Event description:
Surgeon using esu unit using a meniscectomy electrode. During use of, surgeon saw in monitor that sheath on end of electrode had come off. Attempted to retrieve and being small and transparent, unable to do so.